Event description:
Port was placed on 6/21/96 for IV access for chemotherapy and lab draw. On 8/27/96 unable to aspirate blood from port. Difficutly infusing or flushing port. Pt sent for fluoroscopic evaluation; increased positive for catheter fracture.